Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s touchscreen was cracked, after which the device was no longer watertight and required replacement; the device otherwise remained functional and the user reported no effect on blood glucose. Symptoms included no adverse clinical effects. Outcomes included continued use of cgm as needed, shutdown of the device prior to return, and replacement shipment with instructions that prior data would not transfer and startup would be required. Investigation included review of the user report and logistical assessment related to device replacement and return. Investigation of this device revealed external physical damage localized to the touchscreen component with loss of water ingress protection, without evidence of device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.